Manufacturer narrative:
(B)(4).

Event description:
A nurse complained of erroneous inr results when testing a patient with the patient's personal coaguchek xs meter with serial number (B)(4) compared to the coaguchek xs meter used at the facility. On (B)(6) 2016 the patient had a result of 8.0 inr on her meter. The patient went to the emergency room where the laboratory result from an unknown method was 7.2 inr. No treatment was received. The patient was advised to hold her coumadin dose. On (B)(6) 2016 at 12:30 p.m. The patient tested on her coaguchek xs meter and the result was 7.0 inr. The patient called the doctor and went to the facility to be re-tested. The patient was tested on the facility's coaguchek xs meter at 1:20 p.m. And the result was 5.2 inr. A different finger was used for each test. The result from the facility meter was believed to be correct. The patient was advised to continue to hold her coumadin dose until (B)(6) 2016 and to re-check her inr at that time. The patient's therapeutic range is 2.5-3.5 inr. No adverse event occurred. The patient had last taken her coumadin on (B)(6) 2016 at 9:00 a.m. The patient's meter had not been cleaned. The patient is not anemic, is not on heparin and has no antiphospholipid antibodies. The meter and strips were requested for investigation. Replacement product was sent.

Manufacturer narrative:
The customer returned the meter and strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 hct: 40%, donor #2 hct: 41%. Donor #1: master lot: 2.5 inr, donor #1: customer strip and meter: 2.4 inr . Donor #2: master lot: 2.1 inr, donor #2: customer strip and meter: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.